Event description:
Lead returned with no "oos" or clinical data.

Manufacturer narrative:
Data collection attempts could not provide for incomplete, missing info. It is not suspected that use or continued use of product could result in a pt's death. The lead was returned completely with no part missing. The electrically active lead areas were free of foreign material other than coagulated blood. There was no damage to the outer insulation body. The is-1 connector met all mechanical dimensions required by the international connector standard. No blood or tissue penetrated the lead. The silicone sealing at the connector was found intact. The dc resistances between the tip, ring, and corresponding connector potentials were measured and proved to be within the value range specified in the design spec. There was no permanent or intermittent broken contact in the conductors. Also, there were no short circuits between the potentials. This was also true upon mechanical stress (bending and stretching) on the lead. The pacing impedance was measured using the biotronik era 300 threshold analyzer. Using an output of 4.8v (bipolar) in 0.03 mol naci solution, an impedance value of 670 ohms has been found. The measurement results proved to be within the value range specified in the design specification. In summary, the analysis did not reveal any sign of a material or mfg problem.